Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the information provided the patient fell out of the bed. According to the customer's allegation, the bed exit alarm "failed to alert the staff" prior to the incident. The bed involved in the event was picked up for evaluation and the new bed was provided to the customer. No injuries were sustained as a result of this event.

Manufacturer narrative:
Following the information provided, the patient fell out of the arjo citadel bed frame. According to the customer's allegation, the bed exit alarm ¿failed to alert the staff¿ prior to the incident. The device involved in the event was picked up for evaluation and the new bed was provided to the customer. No injuries were sustained as a result of this event. The service technician who conducted the device inspection was informed that the nurse call cable was not attached to the citadel bed. The nurse cables are optional and delivered to the customer when customer orders this additional option. The nurse cable is connected to the customer¿s internal call system once the bed is placed in the patient¿s room. The service technician, who evaluated the bed, noticed that the bed in question was delivered to the customer without the nurse call cable. Further, the arjo service technician discovered that the exit detection alarm was activated but at the lowest setting and that the bed's side rail (on the side from which the patient fell) had been lowered after previous treatments given to the patient. The exit detection alarm sensitivity can be set on a scale of 1 to 10 (where 1 is the most sensitive and detects the smallest movements and 10 activates the alarm only when the patient leaves the bed). In the investigated complaint, the alarm was set to 10. The instructions for use for the citadel bed frame system instructs the user how to properly activate the exit detection alarm. This document also states that for higher threshold ¿only large movements, such as the patient exiting the bed, will be detected". The alarm detects patient¿s movements, however it will not restrain patient from leaving the bed. For this purpose, it is recommended to use side rails, if necessary. The instructions for use for the citadel bed frame in the "safety information" section states that: ¿whether and how to use side rails or restraints is a decision that should be based on each patient¿s needs and should be made by the patient and the patient¿s family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail/ restraint use (including entrapment and patient falls from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and / or family. Consider not only the clinical and other needs of the patient but also the risks of fatal or serious injury from falling out of the bed and from patient entrapment in or around the side rails, restraints or other accessories. "It is recommended that side rails be locked in the full upright position when the patient is unattended". Based on the information obtained during this investigation, it can be concluded that the patient's fall was related to the side rail that had been lowered. The citadel bed frame was used for a patient treatment when the patient fell out from the device and from that perspective the equipment did not meet its performance specifications. This complaint was deemed reportable due to allegation of patient fall from the bed. No injury was sustained.